Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was reported the patient anatomy was moderately tortuous. During the procedure, the physician implanted one pod coil and three pod pcs in the target location. Subsequently, the physician encountered resistance when advancing the next pod pc in the mid to distal shaft of the microcatheter. Therefore, the pod pc was removed. The procedure was completed using two new pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.